Event description:
A malfunction alarm was reported, and it was confirmed that the issue did not cause the customer¿s blood glucose to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by customer technical support (cts) to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Cts confirmed the customer¿s shipping address and instructed them on how to return the faulty pump, including putting it into storage mode. A replacement pump was arranged, and the customer agreed to return the defective pump within ten days using a prepaid label.